Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the spring loaded portion of the seat hinge has broken and the seat will not latch.